Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp). The patient was placed under general anesthesia and coded resulting in death. No further information has been provided at this time.